Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited markers on an episode that don't align with the electrogram (egm) so it looks like the device is oversensing something not on the egm for which the patient received an inappropriate shock. A faxed in episode showed no noise on the egm's, but markers indicating oversensing. The guidant representative stated that the interval report matches the intervals on the stored egm. The device is programmed for ventricular tachycardia (vt) at 165 and ventricular fibrillation (vf) at 200. Sensitivity for the right atrium (ra) is nominal and right ventricle (rv) is least. All lead measurements are normal.